Event description:
Patient contacted dexcom technical support on 06/17/2015, to report that on (B)(6) 2015, their receiver displayed inaccurate readings between their continuous glucose monitor and their blood glucose reading. After the inaccurate reading, the patient had a seizure. Patient was sent to the epileptic ward, taken off of her epilepsy medications and monitored to see if the medications were a problem. The patient is reported to not be diagnosed as a diabetic but has highly reactive glycemic index. The patient is reported to be doing better. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).